Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being multiple hospitalizations for high blood glucose and other issues. Customer is reporting a past event from 2014 and the blood glucose level was unknown. Customer indicated that they have not used the pump since 2014. No further details given.